Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device found that main coil was partially deployed electrolytically. Functional testing could not be performed as the main coil was not returned with the device. The reported event is covered in the device directions for use (dfu), as well as the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is likely procedural and/or anatomical factors during use limited the device's performance, therefore a cause of procedural factors will be assigned to the reported issue.

Event description:
It was reported that the coil (subject device) prematurely detached inside the microcatheter. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the coil (subject device) prematurely detached inside the microcatheter. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.